Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no damage to the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, a review of the pump¿s black box and history showed no data related to the complaint. There was no damage found to the battery compartment or battery cap. During testing, no overheating occurred; the pump current draws were found to be within specification. The pump was opened and no evidence of damage or moisture was found on inside the pump. The complaint of a temperature issue was not able to be confirmed or duplicated. There was no defect found during investigation.